Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the balloon of a 6-7f mynx control burst on calcium at the femoral head. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). This was the first time the user was using the mynx control device. The procedure used an antegrade puncture. The level of calcification was severe and there was no tortuosity. The sheath used was a non-cordis device. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no visible damage in the distal end of the sheath after removal. Hemostasis was achieved with manual pressure which was done for 30 minutes or less. The patient is noted to have recovered. The product was not returned for analysis. The device history record (DHR) review of lot f1827703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the information available for review, access site vessel characteristics (severe calcification and balloon burst on calcium) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon. According to the mynx control instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6-7f mynx control burst on calcium at the femoral head. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). This was the first time the user was using the mynxcontrol device. The procedure used an antegrade puncture. The level of calcification was severe and there was no tortuosity. The sheath used was a non-cordis device. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no visible damage in the distal end of the sheath after removal. Hemostasis was achieved with manual pressure which was done for 30 minutes or less. The patient is noted to have recovered. The device will not be returned as it was discarded.